Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to reproduce the issue and confirmed the problem by reviewing the error log. The fse observed that the wash tubing was disconnected from the top of bf wash probe. The issue was resolved by reattaching the tube to the top of bf wash probe. The fse ensured the top of tubing was secured by wire tie then cleaned the excess water within instrument. The error 4002 was due to wetness on the sensor caused by the leak. The fse checked and cleared the instrument of any black beads and dust. The instrument was validated by running estradiol (e2). The quality control (qc) results passed and were within published ranges per package insert. No further action required by field service. The aia-360 instrument is functioning as expected. The aia-360, serial number (B)(4), was installed at the account on 08aug2018. A complaint history review and service history review for similar complaints was performed from 08aug2018 through aware date (B)(6) 2019. There were no other complaints identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages states the following: 2015 - bf probe purge failure description: purging by the bf probe is abnormal. Troubleshooting: clean up the wash probe tip or replace it. Contact the service department. 4002 - turn table home not found, description: the home position of the turntable motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The probable cause of the reported event was due to disconnected bf wash probe tubing.

Event description:
A customer reported getting error messages 2015 bf purge and 2017 substrate purge failure on the aia-360 instrument. The customer did not observe any air bubbles within the lines. The customer performed an aia-360 install to prime the lines when the error message 4002 turntable home occurred. The technical support specialist (tss) asked the customer to power off and manually rotate the carousel clockwise and counter clockwise; it moved smoothly. The customer repowered the instrument with success and started a daily check. He received the 2015 bf purge failure with startup. The customer stated that the top of the carousel was wet. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg), estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.